Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A distributor in (B)(6) reported that an mr850 respiratory humidifier was received without a manual. The distributor noticed that the manual was missing during an inspection, prior to pt use.